Manufacturer narrative:
The device was evaluated and the serial number was updated. Section h codes have been updated.

Event description:
It was reported that the user was unable to lock the chair from moving. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the user was unable to lock the chair from moving. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The device is currently pending evaluation and the model and serial number have not yet been provided.